Manufacturer narrative:
Analysis of the lead (B)(6) found degraded insulation (mio-metal ion oxidation) around all connectors at the proximal end of the lead. At the distal end of the lead contacts 0, 2, 3, 4, 6 and 7 conductors were broken. Lead (B)(6) conclusion code: d15 method code: b01 results code : c070603 and c0605 analysis of lead (B)(6) found degraded insulation (mio-metal ion oxidation) at the proximal end of the lead. Lead (B)(6) conclusion code: d15 method code: b01 results code : c0605 analysis of the lead (B)(6) found the stimulator lead body outer insulation was melted. Lead (B)(6) conclusion code: d14 method code: b01 results code : c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: lead. Product ID: 97792, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 12-jul-2011, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 09-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states that stim battery pocket and entire hip area very warm. Not related to charging, says it¿s all the time. It is unknown if any eternal or environmental factors contributed to this event. The issue is not yet resolved. The patient has an hcp appointment scheduled for (B)(6) 2020. Additional information received from a manufacturer representative (rep). The rep tested and determined the warmth was related to the patient's underlying neuropathy. When scs was off, symptoms were worse. When it was on, the symptoms improved. The device was reprogrammed. Physician plans series of injections related to other likely causes. Stimulator function deemed to be stable. Rep reported that the cause of system replacement was lead fracture and battery upgrade. The explant occurred on (B)(6) 2021. Patient' weight was unknown.